Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The instrument was found to have a broken conductor wire from the electrical pin at the proximal end. Thermal damage was observed on the heat shrink where the conductor wire and electrical pin meets. The electrical continuity test failed. The root cause of this failure is attributed to manufacturing.

Event description:
It was reported that during a da vinci-assisted radical tonsillectomy surgical procedure, the cautery function of the permanent cautery spatula was spotty and intermittent and stopped working. The instrument was inspected prior to use and there was no damage. The procedure was completed with a backup da vinci instrument of the same kind, and there was no reported injury.